Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿early failure of a small-diameter high-voltage implantable cardioverter-defibrillator lead.¿ heart rhythm 2007;4:892¿ 896.

Event description:
A journal article was reviewed which contained information regarding implantable tachy leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique lead serial numbers. The article indicated that there were lead fractures "manifested by oversensing." All leads were extracted and replaced. The status/location of the lead is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.